Event description:
This complaint is from a literature source. It was reported that (B)(6) man with drug refractory symptomatic paroxysmal atrial fibrillation underwent successful pulmonary vein (pv) isolation. Three months after the procedure, the patient had a severe exertional dyspnea. Moreover, CT (computed tomography) scans revealed sub-occlusion of the left superior pv and total occlusion of the left inferior pv. An immediate improvement in the sensation of breathlessness was noticed in the patient after pv angioplasty and stenting. The patient was discharged with long-term aspirin plus clopidogrel for six months. A control CT scan showed excellent flow in the left superior and inferior pvs. The patient has remained symptom-free for the last 12 months. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿pulmonary vein occlusion successfully treated by stenting with intravascular ultrasound guidance¿. The purpose of this study was to describe the case of a patient with sub-occlusion of the left superior pv and total occlusion of the left inferior pv following catheter ablation for af treated by stenting with intravascular ultrasound guidance. Suspected device is 3.5-mm irrigated-tip ablation catheter, however product name, catalog and lot number are unknown. Bwi open this complaint under ez-steer thermocool catheter.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Other company¿s devices were used during this study: mapping system (ensite velocity system, st. Jude medical), 5f multipurpose catheter (medtronic). (B)(4). The device was not returned to bwi.